Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The pump was replaced on (B)(6) 2016 due to premature battery depletion. It was unknown if any environmental/external/patient factors may have led or contributed to th e issue. The issue was resolved. Patient status was alive - no injury. On (B)(6) 2016- additional information was received from a consumer indicated the patient had cerebral palsy (cp) and had been seeing the hcp for his pump needs. The patient was also legally blind and had a lot of trouble with this doctor in regards to a pump that was recently replaced because of its due date. He originally had it inserted when they lived in (B)(6). It was reported ¿everything¿ with that first surgery was flawless. This time, after the first replacement surgery, he ended up in the emergency room (e.r.). He was told that the pump was not working properly, which the reporter ¿seriously doubted was the problem.¿ he went through severe reactions due to the fact he was not getting baclofen. Still the doctor waited for 3 1/2 weeks before replacing it. He only did the surgery once a month-period. The patient was now in a care facility and being checked on a regular basis, (antibiotics for infections etc.) On 06/15/2016, additional information was received from a company representative (rep) indicated the patient had a replacement about a week prior to the issues; however the replacement did not necessarily take place the week prior to (B)(6).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml; dose unknown) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016 it was reported that the patient was exhibiting acute withdrawal symptoms after pump replacement last week. The symptoms came on suddenly. The hcp had aspirated from the cap (catheter access port) multiple times and got fluid back. A dye study had not been done. The hcp had not yet assessed the volume in the pump. The reporter was not aware of anything in the pump logs. The reporter was going to follow-up with the hcp to discuss doing further troubleshooting with the catheter, but the hcp was not agreeing with the reporter about the issue not being related to the pump so far.

Manufacturer narrative:
Additional review determined that the serious injury box had inadvertently been missed on the previous report. The pump ((B)(4)) was returned for analysis. Upon interrogation the pump was used to deliver baclofen (2000 mcg/ml at 825.1 mcg/ml) and morphine (0.5 mg/ml at 0.20628 mg/day). Analysis of the pump found no anomalies. Additional review determined that z-3043-2011 no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.